Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with interest in a surgical weight loss operation and high risk for a thromboembolic event was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed percutaneously and pressure venography identified the renal veins. The filter was then deployed below the renal veins without incident. All devices were removed and pressure was held at the access site. The patient tolerated the procedure well. Approximately eight years post filter deployment, a chest cta performed for chest pain demonstrated a subtle linear filling defect of the bilateral lower lobar pulmonary artery consistent with pulmonary embolism that extended in the segmental branches. Some portions appeared web like that could have represented chronic rather than acute embolus. Approximately two weeks later, the patient presented to the emergency room for persistent chest pain. A chest x-ray showed no acute findings. A lower extremities venous doppler showed a non compressible left posterior tibial vein that exhibited phasic venous flow, excluding deep vein thrombosis (dvt) below the left knee. There was no evidence of dvt in the right lower extremity. EKG showed normal sinus rhythm with no acute ischemic changes. The patient was treated with one dose of xarelto 15 mg by mouth and was admitted to telemetry floor for further assessment and management. On the floor, the patient was stable, but reported having left leg pain on weight bearing and was evaluated for left leg deep vein thrombosis / pulmonary embolism. Treatment with xarelto was agreed upon and the patient was clinically stable and discharged on hospital day two. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient at high risk for a thromboembolic event had a vena cava filter successfully deployed. Approximately eight years post filter deployment, a CT scan performed for chest pain demonstrated bilateral pulmonary embolism. The patient subsequently admitted to the hospital, was treated with anticoagulants and discharged in stable condition on hospital day two. No additional information surrounding this event was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with interest in a surgical weight loss operation and high risk for a thromboembolic event was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed percutaneously and pressure venography identified the renal veins. The filter was then deployed below the renal veins without incident. All devices were removed and pressure was held at the access site. The patient tolerated the procedure well. Approximately eight years post filter deployment, a chest cta performed for chest pain demonstrated a subtle linear filling defect of the bilateral lower lobar pulmonary artery consistent with pulmonary embolism that extended in the segmental branches. Some portions appeared web like that could have represented chronic rather than acute embolus. Approximately two weeks later, the patient presented to the emergency room for persistent chest pain. A chest x-ray showed no acute findings. A lower extremities venous doppler showed a non compressible left posterior tibial vein that exhibited phasic venous flow, excluding deep vein thrombosis (dvt) below the left knee. There was no evidence of dvt in the right lower extremity. EKG showed normal sinus rhythm with no acute ischemic changes. The patient was treated with one dose of xarelto 15 mg by mouth and was admitted to telemetry floor for further assessment and management. On the floor, the patient was stable, but reported having left leg pain on weight bearing and was evaluated for left leg deep vein thrombosis / pulmonary embolism. Treatment with xarelto was agreed upon and the patient was clinically stable and discharged on hospital day two. Image/photo review: as medical images and photos were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eight years post filter deployment, a chest cta performed for chest pain demonstrated a subtle linear filling defect of the bilateral lower lobar pulmonary artery consistent with pulmonary embolism that extended in the segmental branches. Therefore, based on the provided medical records it can be confirmed that the patient experienced pe after filter implantation. However, the overall investigation is inconclusive as it is unknown the origin of the pe identified and the relationship to the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient at high risk for a thromboembolic event had a vena cava filter successfully deployed. Approximately eight years post filter deployment, a CT scan performed for chest pain demonstrated bilateral pulmonary embolism. The patient subsequently admitted to the hospital, was treated with anticoagulants and discharged in stable condition on hospital day two. No additional information surrounding this event was provided in the medical records received.